Event description:
It was reported that a pt underwent a laparoscopic intraperitoneal onlay mesh procedure on an unk date. Then the pt had to be re-operated due to a perforation of the small intestine. At the time of re-operation it was found by coincidence that the orc layer of the mesh had separated from the mesh. The surgeon explanted the mesh. The existing hernia was then repaired by suturing and no replacement mesh was used.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.